Event description:
It was reported via repair work order that there was intermittent power to headend lift due to worn power coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.